Manufacturer narrative:
The reported event for helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that prior to implant bench testing revealed helix not extending and retraction issue on the right ventricular (rv) lead. The physician elected to not use this lead. There were no patient consequences.